Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery after a software update. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery after a software update. Device replacement was recommended. No adverse patient effects were reported. According to additional information, this pacemaker has been explanted due to the aforementioned code 1003 and replaced. It is expected to be returned for investigation. No additional adverse patient effects were reported.